Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The polaris spectra system control unit (scu) to positioning sensor unit (psu) cable was returned to the manufacturer for evaluation. Testing found that the cable jacket was open exposing shield wires. No bare conductors were exposed and the cable passed continuity testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  In trouble-shooting, navigation system inspection confirmed that the polaris spectra system control unit (scu) re-started repeatedly and scu rather than the active probe malfunctioned. On 01/30/2017 a medtronic representative, following-up at the site, performed a navigation system check-out. Replacement of the positioning sensor unit (psu) did not resolve the issue. An operation check was performed, and an external cable disconnection was identified. The cable was replaced. Issue resolved. System performed as intended. - return requested. Replacement polaris spectra system control unit (scu) shipped to site 01/17/2017. - return requested. Replacement ext scu to r/a psu cable shipped to site 01/30/2017. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that while in a spine procedure, the active probe showed recognition failure. The active probe was re-plugged multiple times with resolve. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.